Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. While inserting the steerable guide catheter (sgc), the tip was observed bent. A femoral vein injury was observed. Therefore, the physician decided to remove the device and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. While inserting the steerable guide catheter (sgc), the tip was observed bent. A femoral vein injury was observed. Therefore, the physician decided to remove the device and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported sgc tip kink was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the sgc tip kink could not be conclusively determined. The reported perforation is a cascading event of the sgc tip kink. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.